Event description:
Additional information was received from the patient. They reported that they have scheduled to have the ins replaced on (B)(6) 2020.

Manufacturer narrative:
Continuation of d11: product ID: a510, serial# unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that the patient's therapy had not worked for two months. After connecting to the patient's device, they received the error message "lost all data contact clinician," and noted the patient must have encountered power on reset at some point. They were eventually able to re-enter the data, went to program three at 6.6 volts, and the patient felt stimulation. They later changed to program four at 6.6 volts and the patient was still feeling stimulation. When they checked the patient's implant status, they received the error 0x5939e3b6, and had to exit and reconnect with the implant. The battery status showed it was low. The impedance check showed all monopoles and bipoles were at 4k ohms. The hcp said therapy was off at one point, but after going back to the therapy screen, even with stimulation at 8.5 volts on program four, the patient was not really feeling stimulation. A potential system issue due to the high impedance was reviewed, and the low battery indicated the patient likely needed an implant replacement was also reviewed.